Event description:
It was reported that this pacemaker exhibited oversensing of noise on this right atrial (ra) lead resulting in pacing inhibition and an inappropriate atrial tachy response (atr) episode. Low amplitude was observed. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.